Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4); 341-12-711 and s800 - revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient was scheduled to have hardware removed (cancellous screw and washer) and the doctor decided to exchange the poly insert at the same time. Male 54yrs.